Event description:
The pt received emergency room treatment for hypoglycemia. The pt reported that, he has previously been involved in a motorcycle accident, in which the pump had sustained impact damage and he had continued to use it.

Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed visible damage to the display screen and battery compartment consistent with a severe impact as reported by the pt. The pump was also found to have a damaged force sensor which rendered the pump inoperable. The pump history indicated that pt daily insulin dosages were consistent up to the date of hospitalization.